Event description:
It was reported via repair work order that the latch pin on the head section was stuck due to corrosion. No adverse consequence or clinically relevant delay in treatment was reported.